Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "no tooling specification". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. Correction: h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the user had often experienced the issue with the cone on the intermittent catheter which was found to be cracked or was cracked prior opening the package. They injected drugs into the bladder and therefore used the cone morning and evening. They also felt the size (ch) varied within the same box. It was noticed on different batches but observed within the same batch as well and seems a bit random. Sometimes the intermittent catheter was smaller than ch08 and then it bends when the user tried to insert it, as if it was too weak. Sometimes it was little thicker as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user had often experienced the issue with the cone on the intermittent catheter which was found to be cracked or was cracked prior opening the package. They injected drugs into the bladder and therefore used the cone morning and evening. They also felt the size (ch) varied within the same box. It was noticed on different batches but observed within the same batch as well and seems a bit random. Sometimes the intermittent catheter was smaller than ch08 and then it bends when the user tried to insert it, as if it was too weak. Sometimes it was little thicker as well.